Event description:
In 2009, the patient reported that when she reconnects her infusion set pigtail to the tubing, the needle inside the tubing is bent. She said this has happened 3 times since christmas. She stated she has discovered this when her blood glucose is elevated (no values given). She treated her elevated readings by bolusing insulin via injection. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.